Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself an automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010. On (B)(6) 2012, two manual self tests were recorded both of which were less than two minute duration. The device then performed successfully until (B)(6) 2012. On (B)(6), the device failed a weekly self test for a low battery. On (B)(6), the device was switched on and the pad-pak was removed and a new one inserted on (B)(6) 2012. On (B)(6) 2012, there are five manual self tests, mostly of ten minute duration. On (B)(6), the pad-pak was removed and a new one inserted on (B)(6) 2012. The manual power ups continue indicating the device is switching itself on automatically. After this date, there are multiple events on the same day which would indicate the device was switching itself on automatically. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.